Event description:
Case manager reported hospitalization due to high blood glucose. Paramedics were called due to high blood glucose. The blood glucose reading at the time of the event was 339 mg/dl. Diagnosed diabetes ketoacidosis. The current blood glucose reading is 458 mg/dl, customer treated with manual injections. Customer was vomiting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.